Manufacturer narrative:
Patient age is unknown; however, reported to be over 40 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure. According to the complainant, biopsy samples were taken from the terminal ileum and ascending colon as part of a routine screening. The same evening of the procedure, the patient was admitted to the hospital due to infection (fever/sepsis) at the biopsy site. The patient developed ileitis and colitis and remained in the hospital for four days. It could not be obtained was treatments if any were provided to the patient during the hospital stay. Reportedly no anomalies or device damage was noted during the procedure and the patient's condition at the conclusion of the procedure was reported to be fine. The patient is in well current condition and has been discharged from the hospital.